Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's atrial lead presented with noise that lead to inappropriate automatic mode switch (ams) entry episodes. The lead otherwise had normal function so no changes were made. The patient was stable.